Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was received with broken battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, stripped battery cap coin slot, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump had cracks on the battery cap and compartment area, and the reservoir compartment. Customer's blood glucose level was over 600 mg/dl. She treated her blood glucose level with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.